Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with a broken needle. It was stated ¿when injected, the patient couldn't press the button and the needle was broken when removed from the skin". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two open and fourteen sealed 32g x 6mm pen needle samples along with four photos were returned from lot. No. 7172737, cat. No. 320738. Visual examination of returned samples and photos was carried out and a broken non patient end of needle was observed on one opened sample, no issues were observed with the second open sample or the fourteen sealed samples. Investigation conclusion: visual examination of returned samples and photos was carried out and a broken non patient end of needle was observed on one opened sample, no issues were observed with the second open sample or the fourteen sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.